Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector would not advance inside the cannula. It is sticking when sliding in, "stiction". A replacement device was used to complete the case. No patient complication was reported. Device will be returned.

Manufacturer narrative:
Investigation results: the shaft diameter of the returned bisector was measured within specification. When the bisector was inserted in the cannula with the scope, the bisector advanced and retracted within the cannula with no sticking forces present. A functional bisector movement test was conducted on a reference vaso view 7 harvesting cannula and scope. The force to advance and retract the return, and reference bisectors were comparable. The reported failure was not confirmed. A lhr review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.